Event description:
It was reported that pump battery appeared to be depleting too fast. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from Technical Support, so CTS was unable to confirm battery depletion issue and no additional troubleshooting or corrective actions were performed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.